Event description:
Hill-rom received a report from the account stating the bed was unable to activate the nurse call through the bed. The bed was located at the account on the 66th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found bent pins in communication cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected the communication cable to resolve the issue. Based on the info, no further action is required.